Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: on (B)(6) 2009: pre-op diagnosis: failed back syndrome. Pseudoarthrosis, osteopenia, hypertension, type 2 diabetes. Procedure: radical anterior retroperitoneal discectomy l3-4. Removal of l3-4 peek cage in inter body region at l3-4. Arthrodesis l3-4. Placement of c-spine zuma interbody cage l3-4. Placement of c-spine zuma anterior instrumentation l3-4. Use of bmp and bone graft putty for arthrodesis matrix. Use of operative microscope to decompress the neural foramina bilaterally. Use of intraoperative fluoroscopy and intraoperative spinal neural monitoring. Pre-op notes: exposure to the anterior aspect of the vertebral body to l3 and l4 was performed. Appropriate size of zuma interbody device was filled with bone graft and small bmp placed in slightly countersunk position. Appropriate lead screws were then secured to the zuma plate ventrally into the body of l3 and l4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.